Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer replaced and reconfigured a drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. The customer reported that user was able to retrieve the medications from another station. There were no adverse events or injuries reported based on this event.